Manufacturer narrative:
H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was returned for investigation. The cause of the pump not being detected in the field was eeprom corruption observed as eeprom writing issues during testing of the returned pump.

Manufacturer narrative:
Malfunction was omitted in the initial report. This is one of two related reports. This report represents the impella pump and another report was submitted to represent the controller. Medwatch form was received and attached (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 73-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. The impella was plugged in and placed, but an alarm indicated the device was defective. The device was replaced. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support was resumed without any known adverse events.

Manufacturer narrative:
This report is being submitted to correct b2, b5, h1, h6. Captured under the initial report 1220648-2026-07350. Upon further review, the report type selected in that submission was determined to be incorrect and the report has been updated accordingly to accurately reflect the appropriate reportable event category.

Event description:
Additional information was received indicating that after two days on support, the family withdrew care and the patient expired. The impella is being conservatively reported for death; however, unlikely contributed to the patient's death, which was most likely due to the clinical presentation of a critically ill patient in cardiogenic shock, complicated by stage e shock, dependent on vasopressor support.

Manufacturer narrative:
D4. Catalog, serial and primary UDI number corrected. D9. Is device returned to manufacturer? And date device returned to manufacturer added. The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.